Event description:
Blue caps on the add-a-vial fall off. MFR has initiated an investigation into rpt's concern. Concerning the add-a-vial binary connectors, the loosening and dislodgment of the covers on the long spike of the connector which is inserted into the pab: a total of 53 units from lot j6c112 were received. Upon receipt of these units, a visual inspection was performed and found that the top covers were loose, but the majority of the units from lots j6c112 were not disengaged. The loose units were dimensionally inspected and it was found that the inside diameter of the top covers were 0.6853 - 0.6907 inch (specification: 0.675 - 0.685 inch). The add-a-vial (aav) spike outside diameter is normally 0.693 inch (specification: 0.690 - 0.700 inch). In addition, co. Reviewed mfg records for the lot, and did not find any non-conformances associated with this report. Based on the above info, co concluded that the add-a-vial spike top cover is out of specification, reducing interference fit between the cover and the spike. The top cover mold was reworked to bring the dimension closer to nominal. This new mold has been in use since the end of august 1996; the units returned were mfg in march of 1996 prior to this change.